Event description:
In 2/2005, while wearing the sound processor, the pt's reportedly was unable to achieve lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. Two days later, the pt was seen for eval. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. To date, surgery to explant the pt's device has not been scheduled.